Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10" message while wearing the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced shakiness and was unable to self-treat, requiring treatment of glucagon by his wife. There was no report of death or permanent impairment associated with this event.

Event description:
A customer received a "scan again in 10" message while wearing the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced shakiness and was unable to self-treat, requiring treatment of glucagon by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction to section b2 (outcomes attributed to ae). This section was incorrectly documented in the initial MDR report.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10" message while wearing the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced shakiness and was unable to self-treat, requiring treatment of glucagon by his wife. There was no report of death or permanent impairment associated with this event.